Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced frequent implantable pulse generator (ipg) charging. The patient underwent an ipg revision procedure, during which their ipg was explanted and replaced. Postoperatively, the patient was doing well. Electrocautery was used, and the device was retained by the medical facility and will not be returned for analysis.